Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels close to 500 mg/dl. The customer experienced nausea and vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Later, the customer called with questions about the bolus wizard. The customer felt that the insulin pump was not calculating or delivering insulin correctly. Explained how the bolus wizard works, but the customer was not satisfied. The customer felt uncomfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.